Event description:
Customer reported they were questioning samples from their sars-cov-2 tma runs done on the panther instrument sn (B)(4). The samples in question were all positive with rlus around 450-600, but they did not repeat when retested on a sars-cov-2 pcr test. The samples were sent to a secondary lab for retest where they were also negative. Customer did not specify which worklists or sample ids should be reviewed. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and did not observe any hardware issue. Ts advised field applications specialist (fas) that there is no precise cut-off value for the positive results, and re-testing of samples is not recommended. Ts noted samples below detection limit can be detected in one run and not the next one. Fas relayed review to customer and customer did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.